Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v588050, implanted: (B)(6) 2013, product type: lead; product ID 3487a-45, lot# v588050, implanted: (B)(6) 2013, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The stimulator was not working as effectively as it used to; it hadn¿t been helping with the ¿beating¿ of his pain. It still helped a lot, as he could tell the difference when he turned it off. The patient was working with his physicians regarding this. The patient also stated that sometimes the unit inside of him just shut off. It happened once over the summer and also a couple of times shortly after he got the device. It happened abruptly when he watched tv and not charging. The patient had also lost data on the stimulator with settings pertaining to the stimulator.